Event description:
A customer reported that probe was blocked, there was no cutting and no aspiration during vitrectomy surgery. The surgery was completed after replacing with a new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (b)(4)